Event description:
It was reported that during a laparoscopic hepatectomy, double feeding occurred from the 2nd firing. The 1st deployed clip was scissoring and the 2nd clip was unformed. The unformed clip was retrieved with a forceps through a trocar. As the scissoring clip worked on the target tissue, it was left. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The doctor commented as follows; he did not feel a feeling of strangeness at firing. The first firing was completed without any problems. The device did not clamp something hard. The device was treated as usual. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.